Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with hysterectomy with bilateral salpingectomy.. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dermatitis allergic, vaginal discharge, hormone level abnormal, migraine, headache, alopecia, fatigue, weight increased and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dizziness, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: 4-5 coils on both side. Batch no b97497 production date 2013-11-29 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with hysterectomy with bilateral salpingectomy.. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dermatitis allergic, vaginal discharge, hormone level abnormal, migraine, headache, alopecia, fatigue, weight increased and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dizziness, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: 4-5 coils on both side. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with essure removal. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dermatitis allergic, vaginal discharge, hormone level abnormal, migraine, headache, alopecia, fatigue, weight increased and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dizziness, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event pelvic serious criteria was updated to medically significant and intervention required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.